Event description:
Caller alleged discrepant results compared with the lab and another point-of-care device (coaguchek). Patient is a long term user who received the inratio2 meter in 2011. Since this time, user sometimes recognized varying inr values. In november, patient did comparative measurements in a doctor's office. Results as follows: date: (B)(6) 2012, inratio2: 2.2, lab: 4.5, coaguchek: 4.3. Time between each testing: not provided. Patient's therapeutic range: not provided. Patient also did a comparison in (B)(6) with a different lot number (see MFR report #2027969-2012-01642).

Manufacturer narrative:
Investigation pending.